Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The pump has software version 686g030102. The pump was tested three times for volumetric accuracy with a rate of 289ml/hr and 410.34ml for 1 hour 26 mins: 1st test: 411ml or 101% of the expected volume in 1 hour 26 mins, 2nd test: 413ml or 101% of expected volume in 1 hour 26 mins, 3rd test: 411ml or 101% of the expected volume in 1 hour 26 mins. The pump performed within specifications. In a f/u call to the facility, the reporter confirmed that no adverse reactions were associated with the event. The reporter stated that the pump was set to infuse 580ml over a 2hr window on (B)(6). The pump's operational log was reviewed. On (B)(6) 2013 at 10:10:21am the tubing was confirmed by the pump. The pump was ready for infusion. A new vtbi (volume to be infused) and rate were set to 100ml and 100ml/h respectively, at 10:10:42am. The infusion was started at 10:10:48am. At 10:27:11am the infusion was stopped with 27.32ml infused or 100% of the expected volume. At 10:27:17am a new vtbi was set to 64.68ml with a new rate of 228.2ml/h. At 10:27:23am the infusion was started. At 10:44:23am the infusion completed and the pump automatically switched into kvo (keep vein open) mode. A total of 64.68ml infused or 100% of the expected volume. The kvo mode was confirmed at 10:45:55am. At 10:45:58am a new vtbi was set to 100ml. At 10:45:59am the infusion was started at the previous rate of 228.2ml/h. The infusion was stopped at 10:47:49am. A total of 6.95ml infused or 99% of the expected volume. At 10:47:59am, a new vtbi was set to 60ml. At 10:48:00am, the infusion was restarted at the previous rate of 228.2ml/h. At 11:03:47am, the infusion completed and the pump automatically switched into kvo mode. A total of 60ml infused or 100% of the expected volume. At 11:04:29am, the kvo mode was stopped due to an upstream alarm. A total of 0.04ml was infused during the kvo mode. The upstream alarm was confirmed at 11:04:38am. At 11:04:50am, a new vtbi was set to 578ml with a new time set to 2 hours. The rate was set to 289ml/h at 11:04:56am. At 11:04:57am the infusion was started. The infusion was stopped at 12:30:09pm with 410.34ml infused or 100% of the expected volume. There was no further infusion activity for the day. The pump remained idle and was not used. The pump was turned off at 3:14:24pm. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR, if additional pertinent info becomes available, a f/u report will be submitted.